Event description:
The customer reported a pixel issue on the touchscreen. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy, and has an alternate method available for insulin therapy.